Event description:
The customer reported that the camera head had a "loss of image due to faulty cable contact". The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for olympus for evaluation and the user¿s request was confirmed due to a broken cable. Based on the investigation results, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the performance of this device.

Event description:
It was reported, the camera head had a loss of image due to faulty cable contact. The issue occurred during a therapeutic resection prostate endoscopy procedure and was completed using a similar device. There was no report of patient harm.